Event description:
A us distributor contacted zoll to report that a patient developed an irritation on her back under the electrodes. There was no alleged device malfunction contributing to the irritation. Patient was advised to use a skin prep cream by a physician. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.